Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the power cord did not pass the electrical safety test. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the part number of the power cord to order and replace.